Event description:
It was reported that (1) device was used during an unknown procedure. It was reported by the rep that the hp052 emitted a solid tone. Upon testing the hp052, it was determined that the handpiece was not functioning properly. Another device was used to complete the case. There was no consequence to the pt.